Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p), the patient and family member claimed to receive a call from the manufacturer about the pacemaker, that it had water in it and that they wanted to inform the manufacturer that they are no longer being monitored. "We are calling to be sure it is not an emergency if the patient has fluid inside or around the device and we are going to see a new doctor and want to be sure it is not an emergency or something".  The crt-p remains in use.  No patient complications have been reported as a result of this event.